Event description:
In 1976, rptr had cosmetic breast implants inserted. She complains of unusual fatigue, memory loss, white spots on lips, prolonged upper respiratory problems, pleurisy, bronchitis, fibromyalgia, depression, and aches and pains. Her breasts often have a burning sensation. She is also concerned about a daughter who was born in 1983.